Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (exact date is unknown). According to the complainant, during a replacement procedure (date is unknown), when the device was being removed for replacement, the internal bolster detached and fell into the patient's stomach. The detached bolster was removed endoscopically. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (exact date is unknown). According to the complainant, during a replacement procedure (date is unknown), when the device was being removed for replacement, the internal bolster detached and fell into the patient's stomach. The detached bolster was removed endoscopically. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed feeding port and medication port to be opened. The c-clamp was found to be closed. The external bolster was located at the 15 cm mark and was rolled distally and inverted. The external bolster was inverted most likely as the securi-t device was being removed from the patient. The bolster was without damage. The internal bolster was found to be separated from the device. Remnants of the bolster remain on the end of the tubing. The distal end of the tubing presented no tearing. An examination of the internal bolster found the inner diameter surface to be torn and presented evidence of failure while undergoing shear force. There were no voids or defects found in the internal bolster that might have contributed to the failure. The internal bolster appears to have had been securely molded to the tubing. The condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. Bolster detachment most likely occurred due to excessive force being used during removal of the device. Therefore, the most probable root cause is operational context. A DHR review of lot 14736907 was performed and revealed no issues related to the reported complaint.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.